Event description:
Healthcare professional reported "rupture". This record is for right side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2008 provided. 01/may/2008 populated to better align with the manufacture date of the device. Continued e1 -- alternate phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.